Event description:
A distributor on behalf of a healthcare facility in japan reported, via a fisher & paykel healthcare (f&p) field representative, that the swivel wye of an rt265 infant dual heated evaqua2 breathing circuit was cracked. There was no patient involvement.

Manufacturer narrative:
(B)(4). Method: the swivels of two complaint rt265 infant dual heated evaqua2 breathing circuits were returned to fisher & paykel healthcare (f&p) in new zealand where they were visually inspected and pressure tested. Results: visual inspection of devices 1 and 2 revealed a crack along one of the swivel wye ports for both devices. Pressure test revealed that the device 1 was out of specification and device 2 was within specification. Conclusion: the cracking is most likely occurred due to improperly mixed material. We have since contacted the supplier and arranged for them to supply the molding material with the two parts already mixed. The new pre-mixed material has now been implemented on the production line. Based on the provided lot dates, the complaint devices were manufactured prior to this change. All rt265 infant dual-heated evaqua2 breathing circuits are visually inspected and pressure and flow tested during production, and those that fail are rejected. The user instructions that accompany the rt265 also state the following: - "check all connections are tight before use." - "perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient." - "set appropriate ventilator alarms."

Manufacturer narrative:
(B)(4). We are currently in the process of investigation. We will provide a follow up report upon completion of investigation.

Event description:
A distributor on behalf of a healthcare facility in (B)(6) reported, via a fisher & paykel healthcare (f&p) field representative, that the swivel wye of an rt265 infant dual heated evaqua2 breathing circuit was cracked. There was no patient involvement.